Manufacturer narrative:
Nuvasive ref: (B)(4). No radiographs were received confirming the event. Revision occurred (B)(6) 2014 and current location of explanted screw is unk. No product info was given and no further eval of the product can be completed at this time. It is unk if the pt sustained some impact or fall. The root cause of this reported event has not been determined. No conclusion can be drawn.

Event description:
On (B)(6) 2014, pt underwent a laminectomy, posterior cervical fusion and implantation of a two level posterior cervical construct. Levels treated are unk. During routine f/u on (B)(6) 2014, separation of the screw head (tulip) from the cervical bone screw shank was noted. Revision surgery occurred on (B)(6) 2014 and all 6 screws were replaced. Pt is doing well post revision. Pt's bone integrity, activity level and compliance with post-surgical instructions are unk.